Event description:
The customer called stating that their meter is missing segments. During a replacement troubleshooting process the customer was unable to identify which segments were missing. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the company's 24/7 customer service line should any problems or questions arise.